Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted due to an unknown reason. The device was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device undergone baseline testing, and no abnormalities were found. All testing completed on the device passed or was not applicable, therefore no problem was detected. Correction to field b1: adverse event/product problem correction to field b2: outcomes attrib to adv event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted due to an unknown reason. The device was replaced. No additional adverse patient effects were reported. The device was returned for analysis. Additional information received from the field indicates that the device did not experience any product issues. The physician had longevity concerns after the lead outputs were set high. The physician opted to replaced the device.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device undergone baseline testing, and no abnormalities were found. All testing completed on the device passed or was not applicable, therefore no problem was detected. Correction to field h6: device codes.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted due to an unknown reason. The device was replaced. No additional adverse patient effects were reported. The device was returned for analysis. Additional information received from the field indicates that the device did not experience any product issues. The physician had longevity concerns after the lead outputs were set high. The physician opted to replace the device.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted due to an unknown reason. The device was replaced. No additional adverse patient effects were reported. The device was returned for analysis. Additional information received from the field indicates that the device did not experience any product issues. The physician had longevity concerns after the lead outputs were set high. The physician opted to replaced the device.